Event description:
It was reported that at implant, telemetry could not be obtained with the pulse generator. A different device was implanted.

Manufacturer narrative:
Final analysis found that the epoxy bond at the telemetry coil came loose and caused all four bond wires to break. After the broken bond wires were by-passed, telemetry was normal.